Event description:
A female pt underwent an elective procedure to the 3.5mm proximal and mid rca. The type c, de novo lesion was a 37mm, concentric, calcified, ostial, non-tortuous lesion with no clot. Predilation was done with a 2.5x20mm maverick balloon at 16atm for 19 seconds. A 3.5x23mm cypher stent was implanted at 20atm for 30 seconds. A 3.5x18mm cypher was implanted proximal to the first cypher at 20atm for 30 seconds, overlapping it. Postdilation was done with the sds balloon (3.5x18mm) at 20 atm for 30 seconds. About two weeks later, the pt was brought to ER; she was receiving CPR. Coronary angiography confirmed thrombus in the implanted cypher stent. To treat the thrombus, poba was conducted with a sprinter 2.5x15mm balloon. Inflation pressure and times are unknown. The pt remained hospitalized with a heart rate of about 40.